Manufacturer narrative:
A2): patient's date of birth, age: unk. B7): other relevant history: unk. H3): the device was discarded, thus no investigation could be completed. H6): great vessel perforation is a known risk of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Multiple spectranetics devices (tightrail sub-c rotating dilator sheath, 11f tightrail rotating dilator sheath) were used during the procedure. The ra lead was extracted first, then the rv lead. However, approximately 2-3 minutes after the rv lead was removed, an effusion was detected via transesophageal echocardiography (tee). Rescue efforts began immediately, including sternotomy and bypass. A superior vena cava (svc) perforation was discovered and repaired with a pericardial patch. The patient survived the procedure. This report captures the 11f tightrail, the last device in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.